Manufacturer narrative:
A2: age at time of event: 71 years old at the time of study enrollment. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via a clinical study that vessel occlusion occurred, requiring intervention. On (B)(6) 2024, a right lower extremity angiogram revealed occlusion of the superficial femoral artery (sfa) in the region of a proximal stent, and disease of the sfa distally, with good recannulation in the distal sfa and excellent 3 vessel run-off to the foot. An occlusion was noted in right proximal sfa, right mid sfa, right distal sfa, and right popliteal artery, which were treated by balloon angioplasty using these two 6 x 200 mm ranger drug coated balloons. This was followed by placement of a 6 mm x 50 mm non-boston scientific endoprosthesis stent in the right proximal sfa and was post dilated using a 6 mm x 40 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 30%. The event was considered to be resolved and on the same day, the subject was discharged from the hospital. On (B)(6) 2024, the subject presented to the hospital with the complaint of right thigh pain for the previous week, indicative of a new occluded stent or injury to the profunda. On the same day, right lower extremity angiogram revealed a widely patent proximal sfa stent and profunda femoral artery, occlusion of the distal sfa and proximal popliteal artery, with reconstitution of the 3 tibial vessels at the level of the popliteal artery. The subject was noted with a pre-operative diagnosis of peripheral vascular disease and short distance life-limiting claudication. On the same day, the occlusions noted in right distal sfa, and right proximal popliteal artery, were treated by lithotripsy using 5 mm x 60 mm shockwave lithotripsy device and balloon angioplasty using 5 mm x 80 mm and 6 mm x 120 mm drug coated balloons. Post procedure, angiography revealed opened right distal sfa and popliteal artery with moderate disease. On the same day, the event was considered to be resolved.

Event description:
It was reported via a clinical study that vessel occlusion occurred requiring intervention. On (B)(6) 2024, a right lower extremity angiogram revealed occlusion of the superficial femoral artery (sfa) in the region of a proximal stent, and disease of the sfa distally, with good recannulation in the distal sfa and excellent 3 vessel run-off to the foot. An occlusion was noted in right proximal sfa, right mid sfa, right distal sfa, and right popliteal artery, which were treated by balloon angioplasty using these two 6 x 200 mm ranger drug coated balloons. This was followed by placement of a 6 mm x 50 mm non-boston scientific endoprosthesis stent in the right proximal sfa and was post dilated using a 6 mm x 40 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 30%. The event was considered to be resolved and on the same day, the subject was discharged from the hospital. On (B)(6) 2024, the subject presented to the hospital with the complaint of right thigh pain for the previous week, indicative of a new occluded stent or injury to the profunda. On the same day, right lower extremity angiogram revealed a widely patent proximal sfa stent and profunda femoral artery, occlusion of the distal sfa and proximal popliteal artery, with reconstitution of the 3 tibial vessels at the level of the popliteal artery. The subject was noted with a pre-operative diagnosis of peripheral vascular disease and short distance life-limiting claudication. On the same day, the occlusions noted in right distal sfa, and right proximal popliteal artery, were treated by lithotripsy using 5 mm x 60 mm shockwave lithotripsy device and balloon angioplasty using 5 mm x 80 mm and 6 mm x 120 mm drug coated balloons. Post procedure, angiography revealed opened right distal sfa and popliteal artery with moderate disease. On the same day, the event was considered to be resolved. It was further reported that on (B)(6) 2024, the subject presented to hospital with complaint of right thigh pain that began 3 days after the procedure dated (B)(6) 2024 which worsened with walking. Subject could only ambulate about 5 feet before crippling right thigh pain that radiates into the groin. On (B)(6) 2024, the subject was treated with lithotripsy and angioplasty with final residual stenosis of 20%. It was further reported that the occlusion located at the right femoropopliteal artery.

Manufacturer narrative:
A2: age at time of event: 71 years old at the time of study enrollment. H6 - patient codes: updated. H6 - impact codes: updated.

Manufacturer narrative:
A2: age at time of event: 71 years old at the time of study enrollment. H6 - patient codes: updated. H6 - impact codes: updated.

Event description:
It was reported via a clinical study that vessel occlusion occurred requiring intervention. On (B)(6) 2024, a right lower extremity angiogram revealed occlusion of the superficial femoral artery (sfa) in the region of a proximal stent, and disease of the sfa distally, with good recannulation in the distal sfa and excellent 3 vessel run-off to the foot. An occlusion was noted in right proximal sfa, right mid sfa, right distal sfa, and right popliteal artery, which were treated by balloon angioplasty using these two 6 x 200 mm ranger drug coated balloons. This was followed by placement of a 6 mm x 50 mm non-boston scientific endoprosthesis stent in the right proximal sfa, and was post dilated using a 6 mm x 40 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 30%. The event was considered to be resolved and on the same day, the subject was discharged from the hospital. On (B)(6) 2024, the subject presented to the hospital with the complaint of right thigh pain for the previous week, indicative of a new occluded stent or injury to the profunda. On the same day, right lower extremity angiogram revealed a widely patent proximal sfa stent and profunda femoral artery, occlusion of the distal sfa and proximal popliteal artery, with reconstitution of the 3 tibial vessels at the level of the popliteal artery. The subject was noted with a pre-operative diagnosis of peripheral vascular disease and short distance life-limiting claudication. On the same day, the occlusions noted in right distal sfa, and right proximal popliteal artery, were treated by lithotripsy using 5 mm x 60 mm shockwave lithotripsy device and balloon angioplasty using 5 mm x 80 mm and 6 mm x 120 mm drug coated balloons. Post procedure, angiography revealed opened right distal sfa and popliteal artery with moderate disease. On the same day, the event was considered to be resolved.

Manufacturer narrative:
A2: age at time of event: 71 years old at the time of study enrollment. H6 - patient codes: updated. H6 - impact codes: updated.

Event description:
It was reported via a clinical study that vessel occlusion occurred requiring intervention. On (B)(6) 2024, a right lower extremity angiogram revealed occlusion of the superficial femoral artery (sfa) in the region of a proximal stent, and disease of the sfa distally, with good recannulation in the distal sfa and excellent 3 vessel run-off to the foot. An occlusion was noted in right proximal sfa, right mid sfa, right distal sfa, and right popliteal artery, which were treated by balloon angioplasty using these two 6 x 200 mm ranger drug coated balloons. This was followed by placement of a 6 mm x 50 mm non-boston scientific endoprosthesis stent in the right proximal sfa, and was post dilated using a 6 mm x 40 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 30%. The event was considered to be resolved and on the same day, the subject was discharged from the hospital. On (B)(6) 2024, the subject presented to the hospital with the complaint of right thigh pain for the previous week, indicative of a new occluded stent or injury to the profunda. On the same day, right lower extremity angiogram revealed a widely patent proximal sfa stent and profunda femoral artery, occlusion of the distal sfa and proximal popliteal artery, with reconstitution of the 3 tibial vessels at the level of the popliteal artery. The subject was noted with a pre-operative diagnosis of peripheral vascular disease and short distance life-limiting claudication. On the same day, the occlusions noted in right distal sfa, and right proximal popliteal artery, were treated by lithotripsy using 5 mm x 60 mm shockwave lithotripsy device and balloon angioplasty using 5 mm x 80 mm and 6 mm x 120 mm drug coated balloons. Post procedure, angiography revealed opened right distal sfa and popliteal artery with moderate disease. On the same day, the event was considered to be resolved. It was further reported that on (B)(6) 2024, the subject presented to hospital with complaint of right thigh pain that began 3 days after the procedure dated (B)(6) 2024 which worsened with walking. Subject could only ambulate about 5 feet before crippling right thigh pain that radiates into the groin. On (B)(6) 2024, the subject was treated with lithotripsy and angioplasty with final residual stenosis of 20%.